Event description:
It was reported that a stent damage occurred. The procedure was indicated due to acute myocardial infarction. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). A 3.50x20mm promus element plus stent was advanced to treat the lesion however the strut of the stent was found to be lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).